Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic liver resection, while the device was being applied on the "off the segment vein", the user found that the device could not be fired. The user replaced the handle and tried the staple again, but it still did not fire. He used a purple staple which fired and was able to complete the case. There was no patient injury.